Event description:
It was reported while using bd micro-fine¿ pro pen needles 32g x 4mm (70 count) the medication could not be delivered. This occurred 10 times. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about needle clog. According to the customer's report, the drug solution did not come out.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 13-sep-2023 h6: investigation summary one open 32g x 4mm pen needle carton and three photos were returned from lot. No. 2060475, cat. No. 320559 containing the following pen needle samples: five sealed 32g x 4mm pen needle polybags and four loose sealed 32g x 4mm pen needles from lot. No. 2060475. A clog test as per q-sop-183-dl was carried out on thirty sealed samples returned from lot. No. 2060475 and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with these packaged lots concluding all inspections were performed as per the applicable operations and met qc specifications. As all confirmed samples were returned open it is not possible to determine root cause. H3 other text : see h10

Event description:
It was reported while using bd micro-fine¿ pro pen needles 32g x 4mm (70 count) the medication could not be delivered. This occurred 10 times. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about needle clog. According to the customer's report, the drug solution did not come out.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.